Event description:
It was reported that two pair of legs were crossed upon deployment. The doctor successfully used a snare to free one pair of legs. Filter remains implanted and anchored in the cava.